Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge during the load sequence. Reportedly, the customer was performing the air removal step with an empty syringe. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.